Event description:
A caller reported receiving a cgm error 42 related to a g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance for a complete pump reset and assisted the caller through the process. Following the reset, the cgm error code did not reappear, and the caller successfully started their sensor session.